Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 40 mg/dl. The customer stated that she passed out prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer also mentioned that she had been experiencing diarrhea with blood. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.